Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Findings: the power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Pump received with normal operating currents. No unexpected battery out limit or power loss alarm noted during testing. However, unit received with constant pump error alarms during rewind due to corroded motor assembly. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. Unit also received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went dead so she changed the battery but the insulin pump froze up. They had received a power loss alarm and a stuck button alarm. The alarms occurred when they were sleeping. They were unable to rewind completely the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump was not alarming at the time of the call. The insulin pump was without battery. The customer did not press a button down for 3 minutes or longer. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.